Manufacturer narrative:
(B)(4). The service engineer (se) inspected the device and determined the oxygen sensor needs to be replaced. The ventilator passed all testing.

Event description:
It was reported that an 840 ventilator failed oxygen (o2) sensor calibration. There was no patient harm reported.